Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 25 (removed cartridge alarm) during the load sequence. The customer then attempted to load a new cartridge and received multiple cartridge alarm 19's with multiple cartridges. The customer's blood glucose level was 220 (mg/dl).